Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. However, the insulin pump received with normal operating currents and passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.